Manufacturer narrative:
Lot 15878606: (B)(4). The patient¿s medications include; centrum vitamins, morphine, oxycodone, hydralazine, ondansetron, nitrostat, clonidine, venlafaxine hcl, amlodipine besylate, metoprolol, atorvastatin, irbesartan, spiriva inhaler and ipratropium bromide inhalation solution. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3 delivery system. It was reported, the trunk-ipsilateral leg component was positioned and deployed without issue. According to the report, the physician experienced difficulty when advancing the guidewire into the contralateral gate of the trunk-ipsilateral leg component. Intra-operative imaging showed the aortic bifurcation appeared to be tight (measurement unknown), however the anatomy appeared to be marginally within the gore® excluder® aaa endoprosthesis instructions for use. The device was reported to have been reconstrained and rotated in order to reorient the contralateral gate into a more optimal position. However, imaging now showed the contralateral gate positioned against the posterior aortic wall. The physician elected to fully deploy the trunk-ipsilateral leg component and attempted to bring a snare catheter up and over the aortic bifurcation with the intention of pulling the guidewire into the gate. After several failed attempts to bring the guidewire into the gate, the physician elected to explant the trunk-ipsilateral leg component and converted the patient to an open surgical repair of the vasculature. The patient was reported to have tolerated the procedure. Reportedly, the physician believes the difficulty in obtaining guidewire access into the contralateral gate was due to the patient¿s tight aortic bifurcation and placement of the gate against the aortic wall and was not device related. The explanted device was discarded by the facility and therefore is not available for evaluation by gore.